Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. Visual inspection found the haptic torn and bent. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a 13.2mm vticm5_13.2, -12.00/1.5/098 (sphere/cylinder/axis) , implantable collamer lens was implanted into patients right eye (od). The lens was removed within the same surgery due to being implanted upside down. It was reported the lens was damaged when the surgeon removed the lens. And that surgeon will implant a new lens at a later date to resolve the problem. "No patient injury is reported. Cause of the event is reported as unknown.